Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 31 events were reported for this quarter. Product return status: 20 devices were received. 11 device investigation types have not yet been determined. Event confirmation status: 8 reported events were confirmed. 12 reported events were not confirmed. Evaluation results: 9 devices were found to be affected by corrosion. 8 devices were found to be affected by broken down lubrication. 3 devices were found to be affected by shattered bearings. Additional information: 31 devices were not labeled for single-use. 31 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device reportedly overheated. 29 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 31 previously reported events are included in this follow-up record. Product return status 25 devices were received. 6 devices were not available for evaluation. Event confirmation status 10 reported events were confirmed. 15 reported events were not confirmed. Evaluation results 12 devices were found to be affected by corrosion. 10 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by shattered bearings.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 31 previously reported events are included in this follow-up record. Product return status 25 devices were received. 4 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 10 reported events were confirmed. 15 reported events were not confirmed. Evaluation results 12 devices were found to be affected by corrosion. 10 devices were found to be affected by compromised lubrication. 3 devices were found to be affected by shattered bearings.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.